Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported her insulin pump needs to be replaced. She has had issues where one day the device will work fine, but the other day it will not deliver any insulin. The device does not have any alarms. Customer's blood glucose goes up and does not go down. Customer's blood glucose was 500 mg/dl. She has called in before for troubleshooting. She was sent a tubing clamp to perform the high pressure test, but customer has not done so. She was also sent different cannula lengths to sample but she has not tried them. The device is being replaced. Nothing further reported.